Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to slow and steady rise in shock impedance. Lead calcification and fibrosis is suspected to be the cause of the reported observation. A new lead was successfully implanted. No additional adverse patient effects were reported.